Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of a damaged luer hub was not able to be confirmed by the photo, as the reported luer hub was not visible in the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of a damaged luer hub could not be confirmed by visual inspection of the customer supplied photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-hub (blue) was jamming". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer-hub (blue) was jamming". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-hub (blue) was jamming" no patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material were observed in the extension lines. Visual inspection of the medial extension line did not reveal any damage. The inner diameter of the medial lumen measured 1.4732 mm, which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the medial lumen measured 2.159 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 220 mm which is within specifications of 207-227 mm per catheter product drawing. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial, and proximal extension lines were flushed using a water-filled lab inventory syringe. All lines flushed as expected. A lab wire was able to pass through the medial lumen with no issues. A manual tug test confirmed the distal, medial, and proximal extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a blocked extension line was not able to be confirmed through complaint investigation of the returned sample. The catheter passed all relevant dimensional and functional testing. Based on the sample returned, no problem was found. Teleflex will continue to monitor and trend complaints of this nature.